Event description:
The customer reported that when the pod was removed, it was noticed that the cannula was kinked. The customer removed the pod because he wasn't sure if the cannula was still inserted at the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.